Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1220908-2019-00636 for a similar event reported from the same customer.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, etc02 functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the error logs did not find evidence to support the reported event.